Event description:
In 2008, the office manager reported that the shaft of the bone screw adjuster bent during surgery. Additional information received on 25 november 2008, the sale representative clarified that the adjuster was found bent during kit inspection. The event was not surgery related. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. The device is an instrument and is not implantable. Evaluation is pending upon completed investigation of the product.